Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient had been implanted with the implantable neurostimulator (ins) the previous day and reported that he had had stimulation in the lower back on both the left and right side yesterday. The patient currently felt stimulation only on the left side of his chest. The patient declined to troubleshoot the issue over the phone. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37743, product type: programmer, patient. (B)(4).

Event description:
Additional information indicated that the patient had had the trial device. No reprogramming had been performed. Two different programs were tried and "neither of them worked" so the whole system was removed. The patient did not have any complications since the trial had been removed.

Manufacturer narrative:
(B)(4).